Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician reported a dialyzer blood leak that occurred during a patient¿s hemodialysis (hd) treatment. Follow up with the facility¿s charge nurse (cn) revealed additional event details. The incident occurred approximately one minute into the patient¿s treatment. The blood leak was confirmed to be internal, and visually observed. The cn stated the blood leak was observed in the dialysate compartment of the device, and in the arterial dialysate line. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius bloodlines were also being used. A blood test strip was not used, as the use of one was not deemed necessary. There was no reported damage identified on the dialyzer. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 250 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on a different machine. The complaint device was discarded after use; no sample available to be sent back for evaluation.